Manufacturer narrative:
This ICD is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had exhibited a gradual rise in shock impedance measurements over the past few months. Eventually a high out of range shock measurement of greater than 200 ohms was observed so the patient was brought in for defibrillation threshold (dft) testing. During the dft test, code 1005 was declared by the ICD which is indicative of a high shock impedance measurement being present during delivery of a shock. The patient had to be externally shocked to be converted out of ventricular fibrillation. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.